Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed self test. Complainant indicated that the clinician obtained another set of electrodes to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The returned onestep CPR complete electrodes were received at zoll medical corporation unopened but with excessive creases and wrinkles on the packaging. Upon testing with an r series device, the electrodes triggered "check pads/poor pad contact" messages and failed a 30j manual test due to a disconnected self-test wire. However, the electrodes were able to successfully deliver a 200j shock when connected to a defib analyzer. Visual inspection determined the damage was consistent with folding and bending, which can disconnect the internal shorting wire. The instruction for use (IFU) explicitly warns against folding the electrodes or packaging. The electrodes were scrapped. It's important to mention that the shorting wire is part of the self test feature to test both the device and electrode pads as a system. The shorting wire is disconnected when the electrode pads are removed from the packaging and applied to the patient. A disconnected shorting wire will impact the self test feature and does not impact the electrode pad's ability to deliver therapy to a patient when applied in accordance with zoll recommendations. Analysis of reports of this type has not identified an increase in trend.